Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mmol/l with small ketone levels; cause was not known. Reportedly, pump was delivering insulin but customer's bg level was not dropping. Multiple supply changes and manual injection administration were performed in an attempt to resolve bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.